Manufacturer narrative:
UDI information: (B)(4). A sample was received for evaluation. No certas valve was returned with the broken rickham device. The rickham was examined under microscope at appropriate magnification: glue traces were noted on both parts of the rickham device. All devices are leak tested. The root cause could be due to the rickham receiving a knock, but this could not be determined. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas valve was obstructed and revised. The patient had clinical symptoms of ventriculoperitoneal shunt obstruction. A procedure was done to replace the shunt. Upon opening the patients cranium it was found that the reservoir was broken apart.